Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported patient presented with crown that had fallen off. Discovered with flap and x-ray that buccal portion of implant platformed had fractured and deemed un-restorable. Tooth 30. Osteotomy grafted and return for implant after healing. Symptoms as a result of the event: none indicated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) and one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified that the implant was fractured at the collar region. Additionally, a fractured screw was identified stuck inside the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was not reported. Bone density was unknown. The reported device was located on tooth # 30 (unknown dental notation system) and was used for approximately 3 years, 8 months. The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63781919. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63781919 for similar events and no other complaint was identified. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (a) or product (b). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
It was reported according to the notes from the emergency visit when they evaluated the tooth that the crown fell off of, they noticed the fracture of the abutment screw. Yes, we were aware of the fractured screw. No, it did not fracture during removal.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.